Manufacturer narrative:
Age of device: 0 days. Manufacturer's investigation conclusion: no product was returned for evaluation. The report that one of the prongs of the heartmate iii (hm3) tunneling adapter was bent during the implantation was confirmed through an onsite evaluation by an abbott representative. The hm3 lvas instructions for use describes how to attach the tunneling adapter and how to create the driveline exit site. This document also instructs the user to confirm that the yellow line on the tunneling adapter is fully covered for a secure connection. A review of the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that when tunneling the driveline, one of the prongs on the tunneling adapter bent back. The surgeon tunneled appropriately and stated that the event may have been because the patient was younger in age and the muscle fascia was tougher. It was reported that the tunneling adapter will not be returned for evaluation. No harm occurred to the patient due to this event. No further information was provided.